Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-06580. It was reported the patient lost stimulation therapy on the right side. Fluoroscopy confirmed the lead had migrated. Surgical intervention may be taken to address the issue.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-06580. It was reported the right lead was explanted and replaced. Follow up identified the patient's scs system has been programmed and effective stimulation therapy was reportedly restored.